Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that his onetouch select was displaying the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011. The patient manages his diabetes with insulin (no adjustments); however, it is not known what action, if any, the patient took in response to the alleged product issue. According to the csr's documentation, the patient reportedly developed symptoms of headache, dizziness, and shivering three days later. The patient, however, denied receiving any medical intervention following the alleged meter issue. During troubleshooting, the csr noted that the patient was not using the correct test strips per owner's booklet recommendation. Replacement products were sent to the patient. Although it was discovered that the patient was not using the proper test strips with the subject meter, this complaint is being reported because the patient reportedly was unable to test his blood glucose and allegedly developed symptoms suggestive of a serious injury after the alleged meter issue began.